Event description:
This lead was implanted on (B)(6) 2013 and remains implanted at this time. Product experience form states high pace impedance greater than 2000 ohms was noted. The physician was dr. (B)(6) at (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).